Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image flickered due to a communication failure caused by a faulty cable, the cause of the faulty cable was due to water immersion from a pinhole on the cable. The event can be prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device had a flickering/intermittent image due to a bad cable. In addition, there was a dead pixel/white dot on the image due to a bad charged coupled device. The device also failed a water leak test due to a tiny pinhole on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head had no image and was unable to be seen out of. The issue was discovered during preparation before use. The facility finished the procedure with another similar device. There was no patient harm associated with the event.